Event description:
The customer reported the sys displayed a "generator error". This error is likely to result in an un-commanded loss of sys functionality adn require a sys reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and performed generator and filament calibrations. The sys operates as intended.